Event description:
Kimberly-clark received a report stating the surgeon was utilizing the enteral feeding placement kit's telescoping dilator device for a procedure. After advancing all dilators, the surgeon advanced the peel-away sheath. He then removed the dilators and noticed that the dilators were not there. The dilators had detached and were in the patients stomach. Additional information received on (B)(4) 2014 states was performing a laparoscopic nissen fundoplication with g-tube insertion. The physician had to call in a general surgeon to assist with retrieval of the dilators. The surgeon performed and endoscopy and utilized endoscopic snares to remove the dilators. There was no reported patient injury. No additional information was provided in regards to the patient's status and the outcome of the procedure.

Manufacturer narrative:
(B)(4). Evaluation of the returned complaint product and review of the device history record is in-progress. Upon completion of the investigation, a follow-up report will be filed. (B)(4).